Event description:
Additional information was received that the device was reprogrammed but it did not resolve the pptwos episodes. Additional reprogramming was then performed and resolved the event. The patient remained stable.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing (pptwos) were observed on the device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient is stable.